Manufacturer narrative:
Follow up MDR for device evaluation/correction: based on investigation results, this complaint is no longer reportable. The involved device did not contribute to the reported failure coring. It was reported that particles were observed inside an IV bag. For investigation, one IV bag, one l-connector, and a spike set not manufactured by bd were provided to our quality team. Upon inspection, a gray particle was observed inside the infusion bag, verifying the reported concern. Based on visual characteristics it was determined that the particle was consistent with material from the rubber stopper of the infusion bag. No damage or related defects were identified within our device that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As a lot number for the l-connector was unavailable for this incident, a device history record review could not be completed. Coring of the rubber stopper may occur depending on stopper quality, design, or if a poor connection is made. Based on the available information, we cannot definitively identify which spike was responsible for the particle observed, therefore a root cause cannot be identified at this time.

Event description:
No additional information.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: coring event details: it was reported that after preparing oncovin, the drug was collected and infused into the infusion bag through the l-connector. Coring was confirmed in the infusion bag. The protector and injector were connected. The infusion bag contains oncovin. The injector lot number is 2410008.